Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "it was noticed that a foreign body was present in and out of the gel contained in the tube. It seems to be a "textile fiber".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/21/2021 h.6. Investigation: bd received a sample and photos for investigation. The photos and sample were reviewed and the customer¿s indicated failure mode for 'foreign matter (fm)' with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to a strand of hair entering the tube during manufacturing. Hair nets and beard covers are a requirement during all stages of production so it is believed to be an isolated incident. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "it was noticed that a foreign body was present in and out of the gel contained in the tube. It seems to be a "textile fiber".